Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
T was reported that the patient¿s blood glucose (bg) reached 400 mg/dl while wearing the pod between 24 and 36 hours on the leg. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, a new pod was applied. The patient's blood glucose, carbohydrate, and insulin history are as follows: time bg(mg/dl) cho(g) bolus(u) 8:26am 1 10; 9:56am 109 5.15; 11:42am 55 12:48pm 260 3.3; 3:42pm 277 5.05.

Manufacturer narrative:
The device was received deployed. Inspection of the device found no damages or defects that would cause a needle mechanism failure. No timeouts or drive stalls were seen in the download data. Cracks were observed in the top housing. It is unknown how or when these cracks occurred. No corrosion or evidence of fluid entering the device through these cracks was observed.